Event description:
I had two charite artificial discs put into my back in 2005. The dr performed the surgery. I have submitted a complaint about this situation and this device about a year or so ago, and would like an update as to when the charite devices are going to be recalled, and what type of punishment the dr will get for basically ruining my life. The dr but two artificial discs in my back when they were only FDA approved at one level from areas l4 through s1. Not only has this device cost me my job but I have not been able to walk for over two years, and I had to finally have a revision surgery done on my back as the devices started to break the facet joints in my lower back. As of right now I am in recovery from the revision surgery, but the dr who performed the revision surgery -another dr- had to leave the charite discs in my back for good as other people who have had the revision surgery died, when they tried to take the discs out due to various complications. I would like to know when the doctors who are putting these discs in at two levels are going to get reprimanded number 1, and when these charite devices are going to get taken off the market all together. Thank you.